Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide wire in question broke in situ (inside the patient) during a medical procedure. The wire was being over-drilled by the drill bit when it broke. Extra time (30 minutes) was then taken to retrieve the broken wire prior to proceeding with the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. The device broke intra-operatively and was not implanted or explanted. (B)(6). Manufacturing date for the non-sterile part was september 12, 2013. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 7, 2013 - expiry date: september 1, 2023. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part: 02.207.001 lot: 7448269 - manufacturing location: (B)(4) - manufacturing date: september 12, 2013. No ncrs were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.